Manufacturer narrative:
Ptc investigation result was provided on 08-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement, she experienced constant pain. The pain remained until the removal of one coil by removal of one fallopian tube 6 months after insertion. The other coil found to be missing (interpreted as device dislocation). The events, interpreted as chronic pain and device dislocation, are listed in the reference safety information for essure. In this particular case, the chronic pain started after essure insertion and stopped after removal of one of fallopian tubes. The consumer also stated that she never experienced that pain before essure insertion. Considering the suggestive temporal relationship, the fact that she never had this pain before, that it stopped after the removal of essure along with the fallopian tube and that there is no alternative explanation, this event is assessed as related to essure. During the procedure the device dislocation of the other coil was noticed. Considering the nature of this event and lack of alternative explanation, this event is also assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer reported that during placement she suffered pain to near fainting. After placement, she experienced constant pain causing her to stop working. The pain remained until the removal of one coil by removal of one fallopian tube 6 months after insertion. The other coil found to be missing. She also had menstrual problems like severe bleeding / abnormal forming of blood clots and prolonged menstrual bleedings lasting months that required hormonal treatment. She developed allergic reactions and chronic infections in several places of her body which lessened by the use of antihistamine. She stated that she never had any menstrual problems or allergic reaction and chronic infections before essure. She never used oral contraceptives and never been pregnant before. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement, she experienced constant pain. The pain remained until the removal of one coil by removal of one fallopian tube 6 months after insertion. The other coil found to be missing (interpreted as device dislocation). The events, interpreted as chronic pain and device dislocation, are listed in the reference safety information for essure. In this particular case, the chronic pain started after essure insertion and stopped after removal of one of fallopian tubes. The consumer also stated that she never experienced that pain before essure insertion. Considering the suggestive temporal relationship, the fact that she never had this pain before, that it stopped after the removal of essure along with the fallopian tube and that there is no alternative explanation, this event is assessed as related to essure. During the procedure the device dislocation of the other coil was noticed. Considering the nature of this event and lack of alternative explanation, this event is also assessed as related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.